Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device printer was not printing labels correctly. A technical support specialist (tss) confirmed and configured the fujitsu as the default printer, cleared old print jobs on the zebra, applied the default settings for the label printer (landscape, dithering), and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es labels were not printing correctly however, there were no delays or adverse events or injuries reported based on this event.